Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was not provided. Additionally, it was reported that the customer experienced an elevated bg level of over 500 mg/dl; cause was not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.